Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of device was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and detachment of device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The hypotube shaft of the first 2.8 x 16 mm graftmaster covered stent was noted to be separated during procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other 2.8 x 16mm graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a perforation in the mid circumflex (cx) artery. An attempt was made to cross a 2.8 x 16 mm graftmaster covered stent; however, the device failed to cross the lesion due to the anatomy. Therefore, another 2.8 x 16 mm graftmaster covered stent was advanced and was implanted. However, it failed to seal the perforation because the physician believes that the perforation may have been larger than initially anticipated. Pericardiocentesis and intubation were done. Then, a 3.5 x 16 mm graftmaster covered stent was implanted and successfully sealed the perforation. No additional information was provided.